Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was report on february 6, 2024 from the customer. Karl storz received no reporting immediately after the incident occurred. It was reported that the customer (leiden university medical center (lumc)) submitted on 20 july 2023 an adverse event report to the national competent authority in the netherlands (igj) in connection with a corneal injury during eye surgery. Following an internal technical investigation, the incident does not appear to be due to a malfunction of the device and light cable used. However, as a patient got injured and as a precaution a report is required.

Manufacturer narrative:
Additional information is provided in section d1, d2a, d2b, d4, d9, h4, and h6. The item in question was returned to the manufacturer. The investigation is not completed yet. The investigation results are pending. The complained device was not returned to the manufacturing and thus not available for investigation. The investigation without device has been completed on (B)(6) 2024. Findings: during the investigation of the provided information, the most probable root cause is the user's misapplication/ misuse. The customer's concern that "a non-intended type of light is unintentionally used (xenon instead of halogen)" could not be confirmed, because the intended use of the light sources calls out that they are suitable for (virtually) all endoscopic interventions. It is stated in both ifus to adjust the light source to the minimum illumination intensity needed for the required treatment. Additionally, it is stated, that the higher the intensity is set, the more heat will be generated. Consequently, this could increase the risk of injury. There is no indication for a material-, manufacturing- or design-related failure. The event is filed under internal karl storz complaint ID: (B)(4).